Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. Cause was not known. Reportedly, the customer lost consciousness due to bg level. Paramedics were contacted. Customer was admitted to the intensive care unit (ICU) where the patient received intravenous (IV) of dextrose and a CT scan to address bg. Reportedly, the customer had an acute kidney injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however no response was received from the customer. No additional patient or event information was available.